Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 536 mg/dl). Customer changed the cartridge multiple times and multiple correction boluses were delivered to address bg. Customer alleged pump was not delivering insulin properly. Customer reloaded current cartridge and insulin delivery was resumed.